Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient called the clinic after receiving a vibratory alert. A manual transmission was done and was used to show that the vibratory alert was issued due to low impedance measurements. The patient was scheduled for another remote transmission. All other electrical values were within range and the patient was noted to be in stable condition.